Manufacturer narrative:
Bubble created during use in the cutter, hence concluded as reportable. This complaint occurred during surgery. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
A report from (B)(6) has been received. The following has been reported: bubbles in the above mentioned cutter.